Event description:
It was reported that during insertion of the iab, as it was passed through the introducer sheath, resistance was met. The physician tried to retract it back through the sheath, and damaged the sheath. The sheath and iab were replaced without any pt complications.